Event description:
It was reported that the system 7 dual trigger rotary continued to run after the trigger was released during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 dual trigger rotary continued to run after the trigger was released during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported run-on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, corrosion was found throughout the device, which can contribute to the reported event.